Event description:
Per the audiologist's report, the patient's parent reported that she was unsure if the patient was responding to sound. The audiologist was unable to connect with the internal device with the programming software. The sound processor and cable coil were swapped, but a connection still could not be established. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery will be scheduled in the near future.